Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stereotactic breast biopsy, the system monitor display was allegedly blacked out after completing almost a half an around the clock sequence (three samples). It was further reported the probe aperture was open and unable to be removed without issue. Reportedly, the system was able to restart and as soon as the aperture closed the probe was able to be removed from the patient. It was further reported that there were enough samples to complete the biopsy. Reportedly, the system error 0003 displayed with the probe and another probe was used to place a breast tissue marker. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported that during a stereotactic breast biopsy, the system monitor display was allegedly blacked out after completing almost a half an around the clock sequence (three samples). It was further reported the probe aperture was open and unable to be removed without issue. Reportedly, the system was able to restart and as soon as the aperture closed the probe was able to be removed from the patient. It was further reported that there were enough samples to complete the biopsy. Reportedly, the system error 0003 displayed with the probe and another probe was used to place a breast tissue marker. There was no reported patient injury.